Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from 4 different patient samples when tested on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. A review of tropi es qc performance indicates acceptable performance and that a vitros tropi es lot 5790 issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5790 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Acceptable within run diagnostic precision testing indicates the vitros xt 7600 integrated system was performing as expected and was not likely a contributing factor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacture's recommendation for sample centrifugation. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es lot 5790.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from 4 different patient samples when tested on a vitros xt 7600 integrated system. Patient sample 1 result of 0.121 ng/ml versus the expected result of < 0.012 ng/ml patient sample 2 result of 0.203 ng/ml versus the expected result of < 0.012 ng/ml patient sample 3 result of 0.118 ng/ml versus the expected result of < 0.012 ng/ml patient sample 5 result of 0.183 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results were reported from the lab and questioned by the physician. Repeat vitros tropi es testing was performed and corrected reports were issued. Two patients were admitted to the hospital based on the higher than expected vitros tropi es results, however, no treatment was initiated, altered or stopped based on the reported tropi es results. The customer confirmed that there has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).